Event description:
Caller reported a separate comparison of 112 mg/dl on active system, 59 mg/dl on performa system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in brazil while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).